Event description:
The patient reported that subsequent to the implant of a protegen sling and hysterctomy in 1997, they experienced stomach cramping, voiding difficulties, urinary tract infections, vaginal discharge and dispareunia. Patient also reported the sling caused a hole in their bladder. The patient reported the device was removed and the hole in the bladder was repaired in 2000. The device was not returned for evaluation. The company's direction for use outline as potential complications: "tissue erosion...infection."